Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: no analysis available; device not identified or returned for evaluation. Method: no testing methods performed. (B)(4).

Event description:
It was reported that during a discussion between physician¿s at a training session, one surgeon reported hearing about a ¿surgeon who had apparently not been employing proper visualization and broke through orbital plate. The patient¿s orbit was debrided and removed before the surgeon realized what had happened. No other details about the event were mentioned. It was not even specifically mentioned that the equipment used in the event was medtronic¿s.¿ follow-up with the surgeon confirmed that ¿this patient was sent to his partner after the event happened to help with the post-operative issues. He said this happened over a year ago with an unknown product, at an unknown facility, and he had simply used this as an example in passing of what could happen.¿ there is no further information on status of patient, facility of occurrence, or device(s) being used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.